Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4) on (B)(6) 2023, it was noticed d1. (Brand name) contained an error. It has been updated to unknown saline implants smooth.

Manufacturer narrative:
A photo of the device was returned for evaluation. The evaluation was completed on nov 14, 2023. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed completely black. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Therefore, the composition of the black matter noticed on the photo received is unable to be confirmed since it was not possible to perform additional testing. Based on the information currently available, a product issue was identified during the investigation of the photo received. This product issue was addressed through mentor¿s quality system. According to the manufacturing investigation, the packaging of all products is performed within a controlled manufacturing environment. Controls within this environment include gowning procedures for all associates, environmental monitoring programs for airborne and surface particles, as well as routine cleanings of the manufacturing environment. Therefore, with consideration of the current controls for the packaging and sterilization as well as the controlled manufacturing environment, the complaint reported could not be confirmed as a manufacturing defect. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast implantation procedure with unspecified mentor saline breast implants and experienced capsular contracture baker grade iii on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2023. Upon explantation, the device was found to contain mold and was black/cloudy.